Manufacturer narrative:
Reported event: an event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: the device was not returned for inspection, however the photograph provided confirmed the failure. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
After a successful tha, spd informed us that the offset reamer attachment for the mako had come apart and was not able to be repaired. Case type / application: (B)(4). Update: upon further inspection, it appears the most distal screws and the most proximal.